Event description:
It was reported by repair work order that the side rail could not remain latched due to a broken side rail weld.

Event description:
It was reported by repair work order that the side rail could not remain latched due to a broken side rail weld.

Manufacturer narrative:
Previously, it was reported that the side rail could not remain latched due to a broken side rail weld. Upon completion of the manufacturer's investigation, it was identified that the fowler tube assembly weld was broken. No functional impact as a result of this broken fowler weld was reported. No exposed sharp edges were reported.